Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿cut in the patient cable¿ and battery door damage was confirmed with the returned mobile power unit. Visual inspection of the returned product confirmed fractures around the screw hole on the battery door and a tear approximately 149 inches from the connector end on the patient cable section. Electrical testing of the patient cable section did not reveal any damage to the underlying wires suggesting the tear appear to be superficial. The analysis could not determine a root cause of the battery door damage. Performed maintenance and safety test. Performed all tests per procedure, which passed all testing. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the to the battery door of the mobile power unit. There was also a cut in the patient cable. The battery door and patient cable needed to be replaced.

Manufacturer narrative:
Section e1 (reporter address): (B)(6). No further information was provided. The manufacturer is closing the file on this event.